Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their meter not blinking when connected to their sensor. The customer's blood glucose level was 50mg/dl. The customer treated the low with orange juice and food. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.